Event description:
It was reported that a patient's implantable cardioverter defibrillator was seen in backup mode after an atrial fibrillation ablation procedure done without programming the device. The patient's device was reprogrammed and the patient was stable.